Manufacturer narrative:
One device was received for investigation. The device was visually inspected and functionally tested. The customer's reported problem was verified. The pump was not detecting the lock, and the dso was damaged. The root cause is the bad latch lock flex. This was replaced and the device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. B3. Date of event: unknown. No information has been provided to date.

Event description:
It was reported that the device had a pump not detecting lock and there was downstream occlusion damaged. There was no patient involvement and no patient harm/ no adverse event reported.